Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: safety and efficacy outcomes of protamine administration for heparin reversal following cryoballoon-based pulmonary vein isolation. J. Intervent. Card. Electrophysiol. 2015;43(2):161-167. (B)(4).

Event description:
The literature publication reports the following complications: pericardial tamponade, mild pericardial effusion, deep vein thrombosis, vascular access complications, hematoma/pseudoaneurysm, arteriovenous fistula. There was intervention taken. No further patient complications were reported as a result of this event.